Event description:
It was reported during initial implant procedure, the right atrial (ra) lead's film was clogged with blood. The ra lead was not used and was replaced complete the procedure. The patient was stable.